Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubing was damaged, leaked, and had blood backflow. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported the tubing broke off inside the stopcock. Event 1: (B)(4): end of alaris tubing for blood infusion via pump broke off inside a stopcock when removal attempted. The stopcock had to be removed and changed out. No harm to patient. Both tubing and stopcock are inside a biohazard bag to save them.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 2/23/2021 h.6. Investigation: one sample was received for quality investigation. The customer complaint of tubing damaged was verified by visual inspection. Evaluation of the sample received shows that a portion of the male luer adapter tubing cracked into an opening of a stopcock. No other damages or defects were observed on the infusion set. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause for this issue is an excessive force used when separating the stopcock and male luer. Examination of the break in the tubing suggest that a force applied perpendicular to the axis of the tubing was applied causing the male luer tip to crack off into the stopcock. See h.10.

Event description:
It was reported that unspecified bd¿ tubing was damaged, leaked, and had blood backflow. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown it was reported the tubing broke off inside the stopcock. Event 1: #(B)(6) - end of alaris tubing for blood infusion via pump broke off inside a stopcock when removal attempted. The stopcock had to be removed and changed out. No harm to patient. Both tubing and stopcock are inside a biohazard bag to save them.